Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt) that accelerated the arrhythmia to ventricular fibrillation (vf). Another shock was given by the subcutaneous implantable cardioverter defibrillator (s-ICD) in reversed polarity which converted the arrhythmia. It was further noted that at implant the shock impedance was 122 ohms and was now 131 ohms. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt) that accelerated the arrhythmia to ventricular fibrillation (vf). Another shock was given by the subcutaneous implantable cardioverter defibrillator (s-ICD) in reversed polarity which converted the arrhythmia. It was further noted that at implant the shock impedance was 122 ohms and was now 131 ohms. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt) that accelerated the arrhythmia to ventricular fibrillation (vf). Another shock was given by the subcutaneous implantable cardioverter defibrillator (s-ICD) in reversed polarity which converted the arrhythmia. It was further noted that at implant the shock impedance was 122 ohms and was now 131 ohms. The s-ICD remains in service and no adverse patient effects were reported. The device was returned after being explanted four years later for a therapy change to a transvenous product.